Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.

Event description:
The customer from canada reported that her contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record (DHR) was reviewed for the suspected contour next meter and no manufacturing anomalies were found. Based on the DHR review, it was found that the meter was manufactured for distribution in the us market and therefore, was correctly configured with the unit of measurement as mg/dl. Section b5 of the initial report stated "the customer from canada reported that her contour next meter was reading in mg/dl instead of mmol/l." The meter involved in this event was contour next. Section b5 has been updated with the correct brand name of the meter involved in the event occurrence.

Event description:
The customer from canada reported that her contour next meter was reading in mg/dl instead of mmol/l.